Event description:
Product returned to medtronic for analysis - reported in medtronic database. Patient required battery change due to battery wearing down; no further action to be taken. Medtronic case no. (B)(4); medtronic classified as c500/non-complaint and closed.